Event description:
It was reported that during a knee arthroscopy the user was unable to regulate the pump flow. The reading was lower than the actual flow. The or supervisor stated that "the pt developed compartment syndrome" and experienced bruising. The surgery was aborted. The pt was sent home the same day to return at a later date for surgery.